Event description:
The pt reported that pt used the suspect device to check pt's blood glucose and obtained a result of 514mg/dl. Pt then dosed insulin based upon the result. Pt's blood glucose went low and pt went to the hospital. The suspect device then read 434mg/dl and a hospital meter read 87mg/dl. Lab work was done and the result was 67mg/dl. Pt was held at the hospital and fed and released when pt's blood glucose elevated. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.